Event description:
During surgery for prostate transurethral resection, the ceramic distal tip of the inner sheath was broken and remained in the pt's bladder. The piece of the tip was successfully removed from the bladder during a subsequent procedure. There is no pt injury.